Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin and the associated device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that the patient subsequently expired, unknown if it was a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing simulating 2015 aha guidelines at various lengths of time with the electrodes attached to a manikin in configurations identified in the IFU. The test was repeated multiple times with different personal applying the electrodes along with varying skin preparations. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It is noteworthy to mention the customer's risk manager, cno, and amet program coordinator were involved in the investigation and informed of our findings. No trend is associated with reports of this type.